Manufacturer narrative:
Device evaluated by MFR.

Event description:
It was reported that the patient's vns was explanted due to an infection over a year after implant. The manufacturer's device history records for the patient's lead and generator were reviewed. Sterility prior to release for distribution for both products was verified. Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.

Event description:
It was reported that the patient's infection occurred after the patient had a surgery for cervical fusion.. At the cervical fusion incision site, the lead eventually was sticking out and the patient developed a staph infection. Therefore, the infection was caused by a non-vns surgery transferred to the vns implant site. No further relevant information has been received to date.